Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation results: device analysis findings: device evaluated by manufacturer: the complaint device was received for product analysis. A visual inspection of the device revealed that there was a collar weld plate separation. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unintended use error caused or contributed to event following a review of the returned device, reported event details, available information, and product record review. Regarding the observed collar weld plate separation, that can occur during unpacking from unintended inappropriate use during interaction between the user and device. Based on analysis and the reported information, the reported event likely occurred as a result of factors encountered during handling.

Event description:
Reportable based on device analysis completed on 10mar2026. It was reported that a shaft break occurred. A 6f guidezilla ii catheter-guide extension was selected for an angiography for treatment of distal segment of right coronary artery. During unpacking, it was found the guidezilla fractured. There were no patient complications, and the patient was stable post procedure. However, device analysis revealed a collar weld plate separation.